Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 40 mg/dl. The customer¿s blood glucose level was 66 mg/dl at the time of incident and current was 111 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of low blood glucose. The customer had using the insulin pump system within 48 hours of reported low blood glucose. The troubleshooting was performed for the low blood glucose over delivery. Based on customer reports the customer allege the insulin pump was over delivery. The customer does not use the auto-mode. The customer was treated with the glucose. The insulin pump and reservoir will not be returned for analysis. Ozp mmt 7020a; frn mmt 332a; unomed set.